Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump fell to the ground while sleeping. In the morning, the insulin pump began beeping anomaly and count around never ended. She changed the battery and the insulin pump counts again but not finished as well and continues beeping. The customer's blood glucose was 400mg/dl. Customer is now using her back up plan, per doctor's instruction. The insulin pump will be replaced.